Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic procedure using the subject device in combination with the light source clv-s400, it was found that the subject device gave the error e116 which indicated the subject device malfunctioned. The user replaced the subject device to another similar device to complete the intended procedure. There was no report of patient injury associated with this event.